Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the anvil fell out of the tsb45 instrument. Stapling and cutting was good. The case was completed by using another instrument. There was no consequence to the pt.